Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue. Per srt, the centrifugal control unit functioned properly after the p1 connector and ribbon cable were reconnected during the laboratory analysis. Upon internal inspection, the srt found the p1 connector on the display board was damaged and that was causing the loose connection. The display assembly was replaced. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician noted that the centrifugal controller would not power on. He noted that the cable that is supposed to connect p1 on the pump board was not connected to p6 on the drive board as it should be, preventing it to power on. Once he reconnected that connection the centrifugal controller powered up as expected. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the manufacturer's subsidiary, a different display to pump board cable was used but the centrifugal unit still did not function.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit was black when powered on. The central control module (ccm) displayed an 'arterial: service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.